Manufacturer narrative:
No fault could be found with the returned reference sensor, rs s/n (B)(6). The rs passed all visual and functional tests. A review of the device history record (DHR) for reference sensor 5 hip (rs5h), part # 403087-06, serial # (B)(6) was conducted. There were no process deviations (pds) or nonconforming material reports (ncmrs) within the DHR. The device passed all manufacturing specifications prior to release. Orthalign will continue to monitor this issue and take action if or when alert limits are exceeded. Correction to the 510(k) reference included in this follow-up.

Manufacturer narrative:
At this time there is no known injury to the patient. Once the product is returned orthalign will perform an investigation into the alleged accuracy issue. Orthalign is filing this MDR with an abundance of caution with the understanding of the potential harm that could be caused to the patient by an inaccurate device measurement.

Event description:
It was reported that units have caused in accurate readings. The surgeon was unable to navigate the cup. We are unsure of which unit have been causing the issue.